Event description:
The lay user /patient contacted lfs on (B)(6), 2010, alleging an apply sample message and that the meter powers off during use with their one touch ping meter. The patient mentioned that the alleged issue began sometime on (B)(6), 2010 at around 4:00pm. An hour after the alleged issue began the patient developed symptoms of "high blood sugar". The patient tested on her back up meter and obtained a 297 mg/dl and a 285 mg/dl on an ultramini meter. The patient self-treated with 3.1 units of novolog. The patient denied seeking any further medical attention or contacting her physician for assistance. This is not the first time the product is being used. The technique of applying blood on the test strip was correct. The patient denied any misuse of the product and the battery did not need to be replaced. The patient retested and issue was not resolved. The patient was using the correct vial of test strips. The meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event. Patient developed symptoms of "high blood sugar" an hour after attempting to test her blood glucose and self-treated accordingly to the back up meter reading. The complaint is being reported since the power issue and the apply sample message was there was no delay in treatment. The complaint is being reported since the alleged issues with the meter was not resolved.

Event description:
It was reported that during a laparoscopic chole procedure, the device jammed at the beginning of the procedure. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4).the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 2 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.